Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomaly noted. The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that their buttons of the insulin pump are not working. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.